Event description:
This spontaneous case was reported by an other and describes the occurrence of allergy to metals ("long insidious intoxication to nickel / intolerant to nickel") and hyperthyroidism ("hyperthyroidism") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2014, the patient experienced hyperthyroidism (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("the patient felt tired, which worsened as the months passed"), headache ("frequent headaches"), alopecia ("hair loss"), dizziness ("dizzy spells"), tinnitus ("tinnitus") and myalgia ("muscle pain"). The patient was treated with surgery (total hysterectomy in (B)(6) 2017). Essure was removed in (B)(6) 2017. In 2017, the fatigue had resolved. At the time of the report, the allergy to metals, hyperthyroidism, headache, alopecia and dizziness outcome was unknown and the tinnitus and myalgia had not resolved. The reporter considered allergy to metals, alopecia, dizziness, fatigue, headache, hyperthyroidism, myalgia and tinnitus to be related to essure. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced long insidious intoxication to nickel / intolerant to nickel and hyperthyroidism. A total hysterectomy was performed. The event long insidious intoxication to nickel / intolerant to nickel is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with essure cannot be excluded. With regards to the other event, considering its pathophysiology and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought. Further information cannot be obtained.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of allergy to metals ("long insidious intoxication to nickel / intolerant to nickel") and hyperthyroidism ("hyperthyroidism") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2014, the patient experienced hyperthyroidism (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("the patient felt tired, which worsened as the months passed"), headache ("frequent headaches"), alopecia ("hair loss"), dizziness ("dizzy spells"), tinnitus ("tinnitus") and myalgia ("muscle pain"). The patient was treated with surgery (total hysterectomy in (B)(6) 2017). Essure was removed in (B)(6) 2017. In 2017, the fatigue had resolved. At the time of the report, the allergy to metals, hyperthyroidism, headache, alopecia and dizziness outcome was unknown and the tinnitus and myalgia had not resolved. The reporter considered allergy to metals, alopecia, dizziness, fatigue, headache, hyperthyroidism, myalgia and tinnitus to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 258 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-jun-2017: quality safety evaluation of ptc. Company causality comment: incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report